Event description:
Reportedly, after implantation, it was observed that the information printed on the patient stickers was not aligned with the sticker size. Preliminary analysis revealed that the reported issue is attributable to printing variabilities during an automated packaging process.

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly, after implantation, it was observed that the information printed on the patient stickers was not aligned with the sticker size. Preliminary analysis revealed that the reported issue is attributable to printing variabilities during an automated packaging process.